Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the reported issue was resolved via troubleshooting with a field service engineer (fse) for medtronic.

Event description:
A medtronic representative reported that, while outside of a procedure, a collimator error appeared on the imaging system when starting up. The representative reported that troubleshooting restored functionality to the system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.